Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The helix did not extend and retract within specification due to the proximal conductor being stretched. This prevented proper torque transfer from the is-1 pin to the helix. Lead is stretched, causing the insulation to buckle, preventing proper torque transfer from the pin to the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix would not retract properly while trying to reposition the pacing lead. It was also noted that the helix would not rotate out of the lead correctly prior to placement within the heart. The lead was explanted and replaced. No patient complications have been reported as a result of this event.